Manufacturer narrative:
Analysis of the pump found over infusion with an undetermined root cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, lot # n261145011, implanted: (B)(6) 2010, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient receiving baclofen [2000 mcg/ml] at a rate of 665.3 mcg/day total with flex dosing via intrathecal drug delivery pump. It was reported that the pump was effective for lower extremity spasticity but has never been as effective as hoped for right upper extremity. Multiple dosing adjustments and strategies were done without effect throughout the life of the pump. Because of this, a dye study was reported on (B)(6) 2017 and showed the catheter to be intact. The patient was at 3 months elective replacement indicator (eri) so the pump was replaced on (B)(6) 2017 and is being returned. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: updated to reflect that both an adverse event and product problem were reported. If information is provided in the future, a supplemental report will be issued.